Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The blood glucose reading was 357 mg/dl at the time of the call. The infusion set was changed two days prior to the hospitalization. It was also stated that the customer had a bladder infection and was taking medication, which could have contributed to the high blood glucose. Troubleshooting was performed and the infusion pump passed the prime test. The medical doctor called back to run the high pressure test because the customer was put back on the insulin pump and is experiencing high blood glucose. The high pressure was performed and the insulin pump passed.